Event description:
Baxter (B)(4) received a report that one (1) infusor device underinfused during patient use. The device was filled with 5-fluorouracil. When the nurse wanted to check the infusor for disconnection, she observed that the device was not empty. There was no report of patient injury or medical intervention. No additional information.

Manufacturer narrative:
(B)(4). Baxter conducted a trend review and found that similar reports have been received.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. The root cause is undetermined. Should the device and/or any additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.